Event description:
The pump was returned for investigation. Evaluation revealed that the top of battery cap is stripped. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the top of battery cap is stripped. A test pump used to complete investigation. The cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power reboots occurred. Investigators were unable to remove cap from pump. The battery cap threads is intact. Battery cap spring is secure. Battery cap contact height and width was within specifications. (B)(6).